Event description:
Report received that while a caregiver was transferring a resident that the leg on the viking lift broke. The lift tipped over and struck the caregiver on the head. Caregiver alleges detached retina resulting from blow to the head.

Manufacturer narrative:
No additional info regarding the event is available at this time. User guides are clear in instruction as to the proper and safe use of the product. MDR is being submitted due to alleged serious injury reported.